Manufacturer narrative:
(B)(4). Report source: foreign country (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a rhk trial articular surface fractured during trial reduction procedure. A fragment was identified and retrieved and the operation proceeded. Attempts have been made and no additional information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This complaint was confirmed. Visual examination of the provided pictures found signs of repeated use (scratches/nicks/gouges) and a piece has fractured off. The device was not returned for further evaluation. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. The device has a potential field age of 13+ years and exhibits signs of repeated use. The reported event is attributed to wear and tear of the device from repeated use over time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.